Manufacturer narrative:
Device received with broken off end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm due to broken off end cap.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 144 mg/dl at the time of the incident. It was reported that they had problem with the pump. The customer also reported that they had received a compromised force sensor system during the rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.